Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an orif surgery with a tfna long for a subtrochanteric fracture. The instrument set and image intensifier were used to make all sorts of adjustments regarding implants and drilling. The drill bit interfered with the nail when drilling the proximal hole in the distal side. After the interference, the surgeon checked the axial position direction again and it did not seem to be misaligned, so the surgeon tapped the drill and tried to pass the hole, but it did not move. The surgeon removed the drill once and attempted to make a burr hole with a guide pin, and the guide pin went through easily. The surgeon then drilled again, but the drill bit still did not pass through and interfered with the nail, so the surgeon removed the drill sleeve to give the drill bit some play, and in a somewhat manual method, the surgeon passed the drill bit. The drill bit did not interfere with the nail when drilling a hole in the distal side. The surgery was completed successfully within 30 minutes delay. No fragments were generated. There are no pieces in the patient. The surgeon confirmed by x-ray. Patient status/ outcome: stable. No further information is available. This report is for one (1) tfna fem nail ø9 le 125° l260 timo15 this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.